Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via email that the insulin pump would alarm threshold suspend when blood glucose was not low. The customer's blood glucose reading was 180 mg/dl at the time of incident. The customer also indicated that the pump went dead during the middle of the night, alarmed motor error and other issues. No further details given.